Event description:
These instruments broke during case. A 1-1/2 hour surgical delay resulted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.